Event description:
It was reported that (2) devices were used during a right hemicolectomy. It was reported by the affiliate that the tlc55 slide firing mechanism jammed while using 2nd lot of staples (tcr55) and could no longer be used. Another device was used to complete the case. There was no consequence to the patient.